Event description:
It was reported that this was a vertebroplasty (t11) performed on (B)(6) 2026. The trial balloon was inflated to 4.5 cc. After several attempts to deflate and remove the balloon, removal was difficult on both sides. The outer sheath and balloon were removed together, and the balloon was detached from the sheath outside the body. At that time, a large amount of bleeding was observed. Hemostasis was achieved by manual compression. At that stage, the surgeon decided to discontinue the procedure, and the wound was closed without cement injection. The surgery was completed successfully without any surgical delay. Postoperatively, the balloon was inflated outside the body and no abnormality in its shape was observed. No retained device fragments were identified in the body. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.